Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the device data identified external noise and oversensing which resulted in several episodes of pacing inhibition of two to three seconds. These episodes occurred during patient procedures. The patient was brought into the clinic to address the impedance issue and all measurements were within normal limits. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. It was reported that a revision procedure was performed in an attempt to replace this lead. The procedure was unsuccessful and the lead remains in use until another revision procedure can be performed. No additional adverse patient effects were reported. It was reported that a second revision procedure was performed and the rv lead was removed from service and replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in the post market quality assurance laboratory, a thorough evaluation of the three returned lead segments was performed. Visual inspection noted the lead had been severed approximately 8cm and 11cm from the terminal end. All three lead segments passed resistance testing and x-ray inspection confirmed there were no conductor issues. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the device data identified external noise and oversensing which resulted in several episodes of pacing inhibition of two to three seconds. These episodes occurred during patient procedures. The patient was brought into the clinic to address the impedance issue and all measurements were within normal limits. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. It was reported that a revision procedure was performed in an attempt to replace this lead. The procedure was unsuccessful and the lead remains in use until another revision procedure can be performed. No additional adverse patient effects were reported. It was reported that a second revision procedure was performed and the rv lead was removed from service and replaced without further incident. No additional adverse patient effects were reported.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the device data identified external noise and oversensing which resulted in several episodes of pacing inhibition of two to three seconds. These episodes occurred during patient procedures. The patient was brought into the clinic to address the impedance issue and all measurements were within normal limits. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. It was reported that a revision procedure was performed in an attempt to replace this lead. The procedure was unsuccessful and the lead remains in use until another revision procedure can be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the device data identified external noise and oversensing which resulted in several episodes of pacing inhibition of two to three seconds. These episodes occurred during patient procedures. The patient was brought into the clinic to address the impedance issue and all measurements were within normal limits. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.